Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2015 with the following findings: a review of the black box revealed no evidence of short battery life. There was an unacknowledged ¿call service (cs)160¿ suspend warning observed on 09/30/2014 for 3 hours and 30minutes. ¿cs128¿ alarms and ¿cs177¿ warnings were observed in the history due to a discharged replace battery. The returned battery cap and cartridge cap were used to complete the investigation. During evaluation, the ¿ez-prime¿ steps were successfully performed on the pump. All currant draws were found to be within specification and the reported ¿short battery life¿ complaint was not duplicated. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the cgm module. The product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).